Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported an alarm issue where the pod stopped working, which led to the patient getting ketones and him getting treated. They were camping at the time and thought part of the issue was insulin got too hot or too cold. He was not getting insulin overnight and woke up sick. Patient had large ketones during that time. The specific medical treatment provided was not disclosed. Mother said they then went to a routine appointment and found out he was becoming resistant to insulin and had to give him a substantial amount more insulin. They started delivering insulin through a syringe for a while but have started using pods again. No additional information was given.